Event description:
It was reported that a user of the ilet system with a g7 cgm experienced a low blood glucose event after a late-night dinner, during which the user announced the meal as smaller than usual due to concern about going low and then treated the low with oral carbohydrates; review with the user covered meal announcements, the insulin-on-board page, and insulin history, indicating an incorrect procedure related to meal sizing and a user interface component relevance. Symptoms included hypoglycemia with disorientation and malaise, confirmed by cgm and glucometer readings. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user, analysis of information provided, and review of system use. Investigation of this case revealed no device problem and identified a usage problem involving failure to follow instructions, consistent with an improper or incorrect method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.